Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the output connectors were broken and it was additionally noted that the upper case was cracked at the bosses, the display wires were pinched with the red wire exposed, the encoder assembly, three encoder knobs and two case screws were contaminated and two encoder o-rings were missing. All found defective parts were replaced and all other identified issues were resolved. Inspected electrical and mechanical parts and re-calibrated and functionally tested the device and it then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial connector channel. The epg is expected to be returned for repair. There was no patient involvement.